Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that he was hospitalized with unexplained high blood glucose of 534 mg/dl to 600 mg/dl. The customer indicated that he was not wearing the pump at the time of the hospital visit and had been off of the pump for a little bit. The customer did not indicate the amount of time that he was off of the pump but indicated that the high blood glucose occurred before the hospital visit and that he was wearing the pump at that time. Troubleshooting found that the cannulas were bent.